Manufacturer narrative:
Reportable based on analysis of the returned specimen. As received, the specimen consisted of one-1 each pkg-safari2 eumdr 275 cm xsml crv 5pk; returned coiled and loose and reloaded with the j-straightener; accompanied by its dispenser assembly separately; double-bagged within "zip-lock" style poly; double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented an offset/coil misalignment condition in the formed curve. The ptfe coating in the vicinity of the offset/coil misalignment is frayed and presents coating removal. Additionally, the specimen also presented bend damage at 30 cm and 36.4 cm along with kink damage at 59.5 cm from the distal aspect of the formed curve. The damage appeared consistent with compression forces and torsional load. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain additional information were made and no additional information was provided at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected because the system requires a value in h6(g).

Event description:
The issue seems to be that the area where the guide meets the tip is peeling. This causes friction when the guide extension is advanced. The procedure was completed with another safari2 guidewire. No patient complications reported.